Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with sudden increase in photosensitivity in both eyes, two weeks following lasik treatment. The patient was diagnosed with transient light sensitivity syndrome and started topical steroid gel four times a day for seven days in both eyes and then tapered. The patient reported she was extremely light sensitive and was wearing two airs of sunglasses outdoors and one pair indoors all the time. The computer and cell phone screen brightness hurt her eyes. In a follow up with the optometrist, she indicated the patient was seen on (B)(6) 2014 and the symptoms had resolved. The patient was continuing to taper off of the topical steroid gel. There are medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).